Event description:
It was reported by fax by the customer that the nail mentioned below got distorted, during the surgery.

Manufacturer narrative:
Device is not being returned. No evaluation will be performed. If the device or additional information is received, it will be reported on a supplemental report.